Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 222 mg/dl. Additionally, it was reported air bubbles were observed in the cartridge luer lock. A system check was performed and the pump performed as intended. After the system check, a bolus was successfully delivered with the same set of pump supplies without any additional occlusion alarms occurring.